Manufacturer narrative:
Additional information of the replace battery alarm on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that replace battery alarm .

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, battery power loss alarm or failed battery test alarm noted during testing. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported insulin pump had replace battery alarm repeatedly. The customer¿s blood glucose level was 136 mg/dl. Customer reported replace battery alarm with power loss alarm. Customer was assisted with troubleshooting. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.